Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n231968, implanted: (B)(6) 2009, type accessory. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 355031, lot# n182272, implanted: (B)(6) 2009, product type: screening device. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6)2009, product type: lead. (B)(4).

Event description:
It was reported that the patient fell the week prior to the report. Since the fall the patient was not feeling the stimulation going down their legs like they used to. The patient felt the stimulation but it was light and not as heavy as it used to be. Sometimes they didn¿t feel that ¿it really doing it¿. The device worked great until the fall. The patient noticed the change in stimulation after the fall around sunday or monday. They first thought it was because they needed to charge their implantable neurostimulator (ins) but when they went to charge the night prior to the report they only needed one block filled. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.